Event description:
Caller reported a malfunction on pump, which was identified by a malfunction code. There was no information provided about any impact on the customer¿s blood glucose level. Customer was assisted in resetting pump, and malfunction code did not recur afterward. Customer was instructed to continue using pump and to contact support again if issue reappears.